Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 d4: batch # unk investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pn120 device was received with no apparent external damage. Additionally, the tyvek packaging was returned along with the instrument. During visual inspection, no anomalies were observed at the needle tip. The device was subsequently subjected to functional testing to identify any potential issues. Upon evaluation, it was noted that the blunt stylet functioned; however, the red safety indicator did not return to its original position after activation. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review the manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to a robotic gallbladder procedure, the needle was tested before the case due to previous issues. During testing, the needle did not spring back and appeared to stick to the plastic, becoming stuck. No patient consequences were reported.